Event description:
New information notes that there is a recurrence of noise oversensing on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition. The rv lead was reprogrammed. Post-programming changes, the rv lead exhibited low pacing impedance. No intervention was performed. The condition of the patient was unknown and will be continue to be monitored.